Event description:
It was reported that the customer had low blood glucose levels of 35 mg/dl. The mother of the customer reported that the bolus wizard of the insulin pump have been causing the blood glucose levels of the customer to drop very low. The customer was advised to consult with the health care provider regarding settings on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.